Event description:
A hospital in (B)(6) reported that the swivel connector of an rt235 infant bias flow dual-heated evaqua breathing circuit was "leaky". This was found prior to patient use.

Manufacturer narrative:
(B)(4). The returned complaint breathing circuit was visually inspected and pressure tested. The visual inspection revealed no physical damage to the complaint device. The pressure test revealed the pressure drop to be within specification for this product. No fault was found with the returned complaint breathing circuit. All circuits are pressure and flow tested before they are allowed to leave the production line. This is (B)(4) any that fail these tests are discarded. Our user instructions that accompany the rt235 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."